Manufacturer narrative:
Become aware date updated to 29dec2023.

Event description:
Philips received a complaint on the tempus ic2. When the issue was investigated at the bench it was observed that the dc(direct current) connector is broken.